Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the incorrect configuration of formulary and device bulletins. The technical support specialist (tss) dialed into the es server and reviewed the configuration based on the sample device and medication provided. During the check, tss found that the formulary bulletins and device bulletin had not configured correctly. Tss captured screenshots of the issue and advised the customer accordingly via email. The customer later provided a sample for verification; however, the sample inventory had already been refilled, and tss was unable to identify any issue at that time. The customer confirmed that there were no current issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, certain drugs at a minimum were not appearing on the restock report. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.